Manufacturer narrative:
Upon disassembly, corrosion was discovered within the sockets, motor assembly, and bearings.

Event description:
It was reported that the core micro drill heated up during a routine equipment eval at the user facility, by a MFR's service tech. There was no pt involvement, and there were no user injuries or adverse consequences.